Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a moderately to severely calcified lesion (64 percent stenosis degree) in the severely tortuous popliteal artery. The stent was delivered to the lesion, the safety tap was removed, but the trigger could not move. The stent was withdrawn, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 32 mm. The stent has been released and was returned separately. The outer shaft is severely deformed (i.e. Pinched/compressed) about 5 mm proximal to its distal end. Also, the inner shaft is deformed (i.e. Pinched/kinked) about 37 mm proximal to its distal end. The handle shows no damage or irregularity. Upon pushing the release trigger the outer shaft retracted normally. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.